Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 500 mcg/day) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and multiple sclerosis. It was reported that during a refill on (B)(6) 2018 the hcp expected 4.3 ml of residual volume and was able to aspirate 0.5 ml of clear fluid and bubbles. They were unable to get any more fluid despite doing multiple sticks and they questioned whether they were not in the reservoir. The hcp then put 6 ml into the reservoir and he was sure he was in. He then clamped and changed the syringe to try and get the same 6 ml out and was not able to get anything out. The caller noted the patient was coming back the next day for the refill. No patient symptoms were reported. No further complications were reported.